Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was exhibited high pacing thresholds measurements one week after implant. Moreover, chest scan was done, and no dislodgement was noted. Additional information indicated that the cause for high threshold was most likely caused by a myocardial damage or micro dislodgement. In addition, during the implant of this lead there was a difficulty in inserting and removing the screw due to patient condition. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.